Event description:
Reported as "disconnection of the chamber."

Manufacturer narrative:
Taper I. Based upon the serial number and the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis results are pending, at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."